Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: in event description mention "opened more than four packets and they were just breaking": please clarify how many packages present this issue? All 4 opened presented with the same issue and upon collection the customer opened another packet from within the box to show me the ¿breaking¿ and quite rightly the suture broke in several places with slight pulling. The earlier 4 were disposed of. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify when the event occurred as the description states "using", however, the file also mentions "pre-op"? For example: during removal from package, during handling prior to use on patient or during use on the patient. Photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows an empty box of the product code pdp9625h. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturing record evaluation was performed and identified a nonconformance related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. Attempts were made to retrieve the device. To date the device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name : irgacare®. Active ingredient(s) :triclosan. Dosage form : suture/solid/parenteral. Strength : = 2360 g/m. Related events captured via 2210968-2023-05251, 2210968-2023-05252, 2210968-2023-05253, 2210968-2023-05254 and 2210968-2023-05255.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022, and suture was used. A bad batch of suture box that they were using were just breaking. Additional information has been requested.